Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: no batch#/sample available. No further investigation required.

Event description:
It was reported that an unspecified bd needle experienced leakage during use. The following information was provided by the initial reporter: verbatim: it was reported that two needles leaked insulin out the side of the needle while filling a new cartridge. 1 of 2: needle description of issue: contact reported two needle issues were insulin leaked out the side of the needle when she went to fill a new cartridge. Contact reported she was able to load cartridges but did not trust all the insulin went into cartridge and changed supplies in which the 2nd supply change had the same issue. Contact reported issue occurred 3 days ago. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? Item number unavailable as contact reported she threw away needles. Product lot number: unavailable as contact reported she threw away needles. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.